Event description:
Report received indicated that during a percutaneous transluminal angioplasty balloon had ruptured. The superficial femoral artery (side unk) was the target lesion. There was moderate calcification and vessel tortuosity with 100% stenosis present. The product was prepped and use according to the instructions for use. The balloon was being used to predilate the target lesion prior to stent implantation. A guidewire (brand and size; unk). The product was advanced towards the target lesion over the guidewire through the sheath introducer and the balloon was inflated using an indeflator (brand unk), however, balloon ruptured at 2 atmospheres. The balloon was withdrawn and exchanged for another balloon (submarine, size: unk/getz bros) and predilation was performed. Subsequently a smart control stent (size: unk/cordis) was deployed. The procedure finished successfully. There was no adverse consequence to the pt. This product has been returned for evaluation and tesing, however, the engineer's report is not yet complete. Additional info will be sent within 30 days upon receipt.